Event description:
Related manufacturer reference number: 2017865-2022-06761. It was reported that the patient presented remotely via merlin.net. Upon interrogation, the right ventricular lead exhibited oversensing resulting in under pacing and the atrial lead exhibited lead slack issue and inadequate capture. The right ventricular lead was capped and replaced whereas the atrial lead was replaced during the procedure on (B)(6) 2022. The patient was discharged.

Event description:
New information notes the patient experienced dizziness at times before the procedure on (B)(6) 2022.